Event description:
It was reported by the healthcare provider that farfield r-wave oversensing was present on the atrial channel of the cardiac resynchronization therapy defibrillator (crt-d). The oversensing led to the crt-d recording episodes of atrial tachy response (atr). After consulting with technical services, it was decided to change the a blank after rv pace from smart to 125 mcs and the atrial sensitivity was changed from automatic gain control (agc) 0.5 mv to agc 0.6 mv in an effort to reduce the inappropriate mode switching to atr. The crt-d remains in service.